Event description:
A pt reported experiencing low results with a lifescan meter. The pt's blood glucose results were 139 mg/dl vs. 250 lab. Tests were done within 10 minutes with difference of 38%. Pt did not experience any adverse events. No further info has been reported.